Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: clinic reported issue with proximal tibia plates not fitting properly to the proximal tibia. It is reported that the customer had to bend plates slightly in order for them to fit better. This is 5 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.